Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was nicked, damaged and was explanted. It was also noted that the superior vena cava (svc) and right ventricle (rv) were both perforated. No additional adverse patient effects were reported. Additional information from the field confirmed that the perforation was due to extraction procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was nicked, damaged and was explanted. It was also noted that the superior vena cava (svc) and right ventricle (rv) were both perforated. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. On 04/16/2026 - this correction report is being issued to include the missing evaluation conclusion code.

Event description:
It was reported that this right ventricular (rv) lead was nicked, damaged and was explanted. It was also noted that the superior vena cava (svc) and right ventricle (rv) were both perforated. No additional adverse patient effects were reported. Additional information from the field confirmed that the perforation was due to extraction procedure. No additional adverse patient effects were reported.